Event description:
The customer reported that they received two leaking bottles of mlb2 ( modified liss (low ionic strength solution) enhancement media). The reporting customer works in the receiving department. Because the bottles were leaking this customer's skin was exposed to the mlb2 reagent. The customer did not have to seek medical treatment for this exposure. The customer has not been harmed by this incident. Since this incident, the customer's company has implemented procedures for using ppe when opening packages that contain chemistry respectively laboratory items. Mlb2 is a aqueous solution of inorganic, organic compounds and proteins. The preservative is 0.1% sodium azide. The hazardous substance of the reagent is the 0.1% sodium azide. But because of the low concentration of sodium azide a negative effect to health can be excluded after exposure to skin. All informations and risk potential for the reagent mlb2 are documented in a safety data sheet following 1907/2006/ec mlb2. The customer did not return the supposedly defective product. Therefore the retained samples were visually checked for leakage. The retained sample did not leak. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.